Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with blood glucose of unknown. Customer¿s blood glucose level was 368 mg/dl at the time of incident. The customer also reported that the insulin pump had bolus not delivered. Customer was not able to troubleshooting anything since customer was not feeling well there was an insulin flow block in alarm. The insulin pump will not be returned for analysis.